Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtm to resolve the error. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported failure. Error 23008 occurred along axis 6/gimbal pitch during sine cycle. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A log review was performed during the customer's troubleshooting with the isi tse. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) lead to the procedure being converted to laparoscopic surgery. Although there was no patient injury reported, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a hard error occurred pointing to the master tool manipulator (mtm). The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and found multiple errors (23008, 23013, 23000, and 23002) pointing to the mtm. The tse asked the surgeon to emergency power off (epo) all subcomponents and restart, but the same problem occurred. Then, the tse asked the surgeon to exercise the mtm in all directions. The surgeon pressed ¿fault override¿ but the error occurred again. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the surgeon on 28-may-2021 and obtained the following additional information: the system was inspected prior to use and there were no issues noted during set-up of the system. The issue occurred at the very beginning of the procedure. There were no issues with the port placements. The issue caused a procedure delay of approximately 1 hour 30 minutes. The procedure was completed laparoscopically with no patient harm. The patient was reported to be doing fine with no reported post-operative complications. The patient-related information could not be provided.